Event description:
The customer reported that the patient underwent revision of a hip. Update: event reported 5ys post-operatively. Obvious trunnion discolouration. Obvious synovitis. Necrosis. Macrophages present.

Manufacturer narrative:
An event regarding corrosion involving a v40 cocr lfit head that was mated with an unknown accolade head was reported. The event was confirmed through material analysis of the returned product. Method & results: product evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 04 april 2019 which indicated the taper of the head is shown with damage being observed. This damage is likely from the interaction between the stem trunnion and head taper. Debris was observed on the taper of the head. A step is observed on the proximal end of the taper. A step can be produced through the manufacturing process of the v40 head taper. A material analysis has been performed. The report concluded: damage was observed on the taper of the head, likely from the interaction between the stem trunnion and head taper. Debris was also observed on the head taper. Eds showed the head was consistent with astm f1537 alloy and the debris was consistent with an oxide, a corrosion process, biological material and material transfer from a hip stem. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Nc was initiated on 21-nov-2017 due to the occurrence rate for taper lock failure in the risk management files for specific lots of lfit v40 cocr heads. CAPA was initiated for corrective actions associated with the nonconformance. Given the potential risk of nine (9) hazards identified in the hazards and harm evaluation, voluntary product recall pfa assessment was issued.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient underwent revision of a hip. Update: event reported 5 ys post-operatively. Obvious trunnion discoloration. Obvious synovitis. Necrosis. Macrophages present.